Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging a meter casing issue. The entire meter casing is allegedly cracked and broken. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.